Manufacturer narrative:
September 03, 2015 12:10 pm (gmt-4:00) added by (B)(6): the device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro power supply stopped providing energy. They tried replacing the cables but that did not solve the issue. A replacement power supply was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. There was some evidence of clinical use and no evidence of blood. The serial number is identified as (B)(4). The device was connected to a power cord and the power switch was turned to the "on" position. The device failed to energize. The green indicator light did not illuminate and the device failed to provide energy to a reference hemopro device and extension cable. Based on the results of the investigation, the reported complaint was confirmed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro power supply stopped providing energy. They tried replacing the cables but that did not solve the issue. A replacement power supply was used to complete the procedure. The hospital did not report any patient effects.